Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h5, h10 device identifier:(B)(4). The strips was returned for evaluation. Device history record - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - complaint of contamination of strip was confirmed from the evaluation. Debris found present in the pouch with the strips. The finding is considered a manufacturing operator error. A 6m root cause analysis was performed, and the following areas were examined: ¿man¿, ¿method¿, ¿machine¿, ¿materials¿, ¿measures¿, and ¿mother nature¿. Per the failure analysis, it is likely that the root cause of the complaint lies within ¿man¿.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A sales representative reported a contaminated surgical strip. No additional information available.